Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient implanted with this pacemaker reported feeling poorly without the minute ventilation (mv) sensor programmed on. However, the device is included in the advisory so the sensor could not be used until the software fix was approved in europe. The patient therefore insisted to have this device explanted and replaced with a competitors device with the minute ventilation feature. There were no allegations against the function of this device, but due to the potential issues discussed in the advisory, this device was not capable of treating the patient's condition. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this pacemaker reported feeling poorly without the minute ventilation (mv) sensor programmed on. However, the device is included in the advisory so the sensor could not be used until the software fix was approved in (B)(6). The patient therefore insisted to have this device explanted and replaced with a competitors device with the minute ventilation feature. There were no allegations against the function of this device, but due to the potential issues discussed in the advisory, this device was not capable of treating the patient's condition. No adverse patient effects were reported.